Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). One (1) photo was provided for evaluation. Upon visual inspection of the photo, neither a crack or leakage was able to be identified. Based on the data from our evaluation, the exact nature of the reported defect could not be determined. Review of the discrepancy management system (dsms) database performed for the reported potential lot numbers revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: twice during [one] patient['s] care, the green end of the catheter cracked. There was vasoactive drugs being given at the time that did not reach the patients central line. The patient's blood pressure dropped to a critically low level.